Event description:
It was reported the syringe/needle connection was not secure during use on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned multiple components of a cvc kit for analysis. It was noted that the catheter-over-needle was attached to the ars. The 18ga introducer needle was not returned for analysis. No definite signs of use were observed. Visual analysis did not reveal any defects or anomalies with the returned components. Visual analysis could not be performed on the introducer needle as it was not returned for analysis. The ars was functionally tested with the returned catheter over needle assembly and a lab inventory introducer needle per the instructions for use (IFU). The IFU states, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate". The returned catheter over needle assembly and lab inventory needle felt secure on the ars and was able to draw and aspirate water with no issues. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit, states "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." The report of a syringe/needle connection not secure was not able to be confirmed through complaint investigation. Visual analysis revealed that the returned needle was the from the catheter-over-needle assembly which is not intended for use with the ars. The introducer needle intended for use with the ars was not returned. Despite this, the returned needle and ars were both found functional with no defects or anomalies. Based on the sample received, and the customer report, the root cause cannot be determined at this time without the 18ga introducer needle also returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the syringe/needle connection was not secure during use on the patient. No patient harm reported. The patient's condition is reported as fine.